Event description:
It was reported that the device will not hold a charge. This made that the device loss it position and the surgeon had to hold it up until the new battery was placed. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. The battery in question was the only thing received for evaluation. It did not come with it¿s corresponding charging adapter, wall charger or ac power cable. The battery under test was placed on a known good wall charger adapter and the led turned red on the battery wall charger indicating that the unit was charging. The unit was left on the charger overnight and the next morning the battery wall charger led was green indicating the battery was charged. The battery was installed into a known good spider 2. The known good spider 2¿s power switch was engaged and disengaged 100 times and the spider 2 that was driven by the battery in question pressurized and depressurized all 100 times as designed. The battery under test was removed from the spider 2 and was not hooked up to the wall charger adapter and was left sitting over the weekend (B)(6) 2018 ¿ (B)(6) 2018. The battery under test was then reinstalled into the known good spider 2 again on monday (B)(6) 2018. The spider 2¿s power switch was again engaged and disengaged 100 times and the test spider 2 pressurized and depressurized normally as designed. The battery in question charged normally and held it¿s charge and drove the test spider 2 as designed even after sitting for an extended period. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.